Event description:
Event description boston scientific cardiac rhythm management (crm) received information that that patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones beine emitted from the device. No adverse patient effects have been reported.